Event description:
Customer reported that they erroneously entered medical record number (mrn) and account number of sample # 2 on sample # 1. Customer indicated that they edited and verified sample #1 with correct medical report number and account number but they couldn't do it for sample #2 as account number for sample # 2 was not populated on the instrument. Customer also indicated that they assigned a fake account # 00000000 to sample a#2 in order to print out the pt result. There was no report of injury due to this event.

Manufacturer narrative:
Siemens technical support rep walked customer through the process to get the sample assigned correctly in rapidcomm, after resending the result from the analyzer to rapidcomm. Customer indicated that none of the pt results were affected due to this event. The event has occurred due to an operator error. Instrument is performing as intended.